Event description:
It was reported that occlusion alarms occurred. Multiple follow-up attempts were made to continue troubleshooting, however, the customer did not respond to follow-up attempts. Customer's blood glucose was 400 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.